Event description:
It was reported that the system displayed several times the error 400000004 when trying to start up the system. After several attempts at troubleshooting, got to the splash screen and run the lab as planned by switching the two usb power plugs inside the back door of the system. As this happened during a lab, no patient was involved.

Manufacturer narrative:
The navio surgical system logs, intended for use in treatment, were not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reports and this issue will continue to be monitored. A relationship, if any, between the subject device and the reported event could not be determined. A factor that could have contributed to this issue is if there was a loose connection between the siu or ups and the cpu. If the system logs associated with this event are returned at a future date, this evaluation will be reopened for investigation.